Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer treated with manual injection. Customer stated that insulin pump was not working correctly. Customer stated that insulin pump alarmed for no delivery but insulin exited at quick release. Customer mentioned that drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Insulin pump will not be returned for analysis.